Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There was 56 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes and again on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There was 5623 ventricular sic were noted since the last session 1.8 days ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There was 9 inappropriate shocks were delivered due to non-physiologic oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three inappropriate shocks. A right ventricular (rv) lead fracture was confirmed and the rv lead was programmed off. It was later noted that the rv lead exhibited oversensing and insulation damage was found by the physician in the area near the plug. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.